Event description:
It was reported that subsequent to the implant of a protegen sling, the pt experienced urinary retention which required intermittent self-catheterization for approx one year. It is unknown whether the device remains implanted. The co's directions for use outline as potential complications: "urinary retention or temporary or permanent lower urinary tract obstruction may result from over correction induced during a urethral sling procedure."